Manufacturer narrative:
The account manager offered in-service training on proper use and handling of s40 sterilant and the importance of wearing proper ppe. User facility personnel declined the offer of in-service training.

Manufacturer narrative:
The instrument present during the time of the reported event was reprocessed before use. No procedure delays were reported. A steris service technician arrived onsite to inspect the system 1e processor. The steris technician inspected the system 1e processor and found a loose lid latch flag and worn flange bearings. The technician repaired the processor by placing loctite on the shoulder bolt threads and tightened, replaced the flange bearings, ran a diagnostic cycle and confirmed the system 1e processor to be operating properly. No additional issues have been reported. The inability to initiate a processing cycle is attributed to a loose shoulder bolt causing the ls4 switch to be read as open by the rex controller. The account manager offered in-service training on proper use and handling of s40 sterilant and the importance or wearing proper ppe.

Event description:
The user facility reported an employee placed an s40 sterilant container into the system 1e processor to initiate a processing cycle. The employee pressed the start button to initiate a processing cycle and observed the processing cycle did not start. The employee observed the lcd displayed "close lid." The employee removed the tray and experienced a burning sensation on her arm; the employee sought medical treatment.